Event description:
The user facility reported than an i.v. Catheter was noted to be detached from the hub during removal after a normal procedure. An x-ray examination did not reveal the presence of the catheter in the dog. The dog is reportedly doing fine with no symptoms related to this issue. Additional event specific information was not available.